Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the rep was not present for the case. The case was unable to be completed laparoscopically because the trocar didn't provide the surgeon with enough mobility necessary for the procedure, so it was moved to an open surgery. The trocar was removed from the patient. At some point during the now open surgery, the surgeon discovered a piece of plastic inside the patient. The piece was removed and found to match a piece missing on the trocar. The trocar breaking had no influence or impact on the surgery being moved from laparoscopic to open. There was no patient injury and at the time of receiving the phone call the patient was still in the operating room with the surgery going well. Product available for return. Intervention: trocar was removed and the case was completed as an open procedure. Patient status: patient okay.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the rep was not present for the case. The case was unable to be completed laparoscopically because the trocar didn't provide the surgeon with enough mobility necessary for the procedure, so it was moved to an open surgery. The trocar was removed from the patient. At some point during the now open surgery, the surgeon discovered a piece of plastic inside the patient. The piece was removed and found to match a piece missing on the trocar. The trocar breaking had no influence or impact on the surgery being moved from laparoscopic to open. There was no patient injury and at the time of receiving the phone call the patient was still in the operating room with the surgery going well. Product available for return. Additional information was received via email on 10feb2023 from user facility: when asked if there was anything specific about the trocar that affected the mobility required to complete the procedure laparoscopically and if any aspect of the trocars noncompliance was responsible for the decision to switch from a laparoscopic surgery to an open one, the hospital rep responded "no, I am not aware that the nature of the trocar itself limited the ability to do the surgery laparoscopically. It was most likely due to body habitus and the procedure itself that necessitated switching the case to an open procedure. It was simply noted after removing the trocars and subsequent opening of the belly that the broken piece was found." Intervention: trocar was removed and the case was completed as an open procedure. Patient status: patient okay.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula wing tab, the fractured wing tab was not returned with the event unit. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.